Event description:
A peritoneal dialysis pt's husband reported that the pt expired due to a heart attack. The pt was not connected to the cycler at the time of her expiration.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.